Event description:
A customer reported one incident of a patient reaction with the psn 210 dialyzer. It was reported that at the onset of treatment, the patient's blood pressure (bp) was 135/84 and pulse rate (pr) was 76. Approximately fifteen minutes into treatment, the patient vomited bile, complained of a burning sensation in their sternum, and experienced shortness of breath and itching. At the time their pulse oxygen was 89%, bp 148/80, and p 128. The patient was administered oxygen, 3 l via mask. The treatment was discontinued and blood was returned to the pt with no reported blood loss. It was reported that the patient's symptoms resolved after treatment was discontinued. Treatment was resumed on a fresenius f8 dialyzer and completed without incident.